Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The reported adverse event information in the initial report for betabionics ilet pump and cgm device were disconnected, and the dosing stopped a couple hours later has been documented under 3004753838-2026-127140.

Manufacturer narrative:
(B)(4). 3004753838-2026-125358 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 02/17/2026, it was reported that the patient experienced an event. At the time of the event, they utilized a betabionics ilet insulin pump. The date of sensor insertion and location were not specified. The event occurred on 03/02/2026. The symptoms at the time of the event were not documented. The patient¿s parent informed the pump partner agent on (B)(6) 2026 that the betabionics ilet pump and cgm device were disconnected, and the dosing stopped a couple hours later. As a result, the patient was taken to the hospital. No treatment details were provided. During the call on 03/02/2026 the betabionics agent checked engineering logs and confirmed the g7 sensor had failed and was not changed. No other details were provided about the event, an inaccuracy, or a sensor failure. There was no information provided which indicated the hospital visit exceeded 24 hours. No other information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.